Event description:
It was reported that during a laparoscopic sigmoid colectomy, the surgeon stated that there were no staples deployed. He fired the device, but said that the anastamosis fell apart, with no staples visible. Case completed with another device of the same product code. There were no patient consequences reported. One device was discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.